Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Literature article entitled ¿effect of fast-track surgery in elderly patients undergoing primary total knee arthroplasty " written by ma pengtao, mao yulu, zhao guangli, li ruibo, zhang yan, sun xiuyan. Published in chin j injury repair and wound healing; published online december 2021 was reviewed. The article's purpose was to ¿investigate the application of fast-track surgery (fts) in elderly patients undergoing primary total knee arthroplasty effect.¿ patient data: 113 male and 115 female elderly patients which underwent single knee arthroplasty from august 2018 to december 2019. Depuy products: sigma posterior stabilized knee prosthesis. Cement manufacturer is unknown. Adverse events: intra-op hypothermia ¿ treated with intra-op heat preservation measures. Post-op nausea and vomiting ¿ treated with IV ondansetron. Incision infection ¿ treated with wound cleanse and dressing change. Urinary tract infection ¿ treated with urethral care and antibiotics. Lower extremity deep venous thrombosis ¿ treated with antithrombotic therapy. Post-op pneumonia ¿ treated with medication via atomization inhalation. Urinary retention or incontinence ¿ treated with catheterization.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.